Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. The home patient (hp) had a 30 foot extension line on the patient line which had been properly connected prior to prime. The patient had not disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The hp power cycled the hc and it then alarmed system error 2367. The baxter technical services representative advised the use of new disposables. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.